Event description:
It was reported that after a week after the receiving a thr, a revision surgery was performed due to a dislocation. Oxinium head was revised from a 36 +0 to a 36 +8.

Manufacturer narrative:
It was reported that after a week after the receiving a thr, a revision surgery was performed due to a dislocation. Oxinium head was revised from a 36 +0 to a 36 +8. The affected complaint device, used in treatment, was not returned for evaluation. Therefore a product analysis could not be performed. Our investigation including a review of the manufacturing records for the listed batch did not reveal any deviation from the standard manufacturing processes. A review of the complaint history for the listed part revealed no prior complaints for the listed failure mode. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. A review of risk management files and the instructions for use found that the reported failure was documented appropriately. Some potential causes of the reported event could include but are not limited to traumatic injury, patient anatomy or size of device. No supporting clinical documents were received for investigation, therefore, no medical assessment can be performed at this time. Based on this investigation, the need for corrective action is not indicated. No further investigation is warranted for this complaint; however smith and nephew will continue to monitor for future complaints and investigate as necessary. Should additional information be received, the complaint will be reopened.